Event description:
Pt reported that device "quit working". Pt tried several batteries and could not get display to work. Pt stated that no errors were generated by the device prior to it ceasing to work. Pt switched to back-up device. Pt's blood glucose was not affected, an no treatment was received.